Event description:
It was reported to philips that the system was unable to boot up consistently, as the system was rebooting itself. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) checked the system remotely and confirmed that the system was unable to boot up consistently, as the system was rebooting itself. Review of the logfile shows lsr (lab stopped responding) software error. Upon troubleshooting, the philips remote service engineer (rse) checked with the customer and found that they had removed the cath works workstation and attempted to rename it to "interventional tools." During which the system prompted for an input port. The rse advised the customer to restart the system and found that the system entered a continuous software reset loop confirming a software related issue. The rse requested onsite support. The philips field service engineer (fse) checked the system onsite and initially replaced the fan tray, suite computer and reloaded the software but the issue persists. On further analysis the fse checked the error logs and found a fault in the x-ray computer for which the fse replaced the power distribution boards, the pdu control module, the x-ray pc, pdu dual switch modules and downloaded software to the pc. The issue reoccurred after replacing the old-styled disk bay. To resolve the issue, the fse replaced the suite pc again and reloaded the software. The defective part was sent for analysis, for pdu dual switch module, pdu fan tray, suite pc and x-ray pc no malfunction was observed but for pdu dual switch module malfunction was observed and the failed component was found to be a blown fuse. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.